Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increase pacing threshold in rv lead was observed. Chest x-ray was performed and the pulse amp was increased to resolve the issue. The patient will continue to be monitored. The patient was stable.